Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented in clinic during follow-up with a device that was post-sensed t-wave oversensing. The patient received inappropriate atp and oversensing was noted on the atp. Programming changes were made during the device check. The patient felt dizzy but sitting down resolved the feeling. The patient was stable and had no further symptoms after the event.